Event description:
Related manufacturer reference number: 2017865-2023-22221. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. After the lp was fixated with the delivery catheter, the pacing impedance increased out of range and the lp exhibited failure to capture. Pericardial effusion was noted and the physician alleged cardiac perforation. Pericardiocentesis was performed and the patient was stabilized. The physician implanted a conventional pacemaker in addition to the implanted lp. The pericardial effusion resolved after 3 days and the patient was in stable condition.